Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert sounded, and the right ventricular (rv) lead exhibited a spike in impedances to high levels. A lead fracture was suspected. The lead was capped and replaced. The patient is enrolled in the adaptresponse clinical trial. No patient complications have been reported as a result of this event.